Event description:
The procedure was a total colonoscopy.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide a correction to the initial (h8). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, the image disappears occurred, due to there was a temporary malfunction of the internal substrates or a communication abnormality between the substrates and that there was a possibility, that an abnormality of the monitor had occurred. However, the root cause of the image disappears could not be identified. Additionally, it is likely, the procedure was delayed, because no images were obtained and (tcs) total colonoscopy was abandoned. The root cause could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the evis lucera elite video system center sometimes the image would not appear. The event occurred during a diagnostic colonoscopy. The procedure was not completed as the next lumen was not found. The patient reported discomfort due to air supply and expanding of the large intestine. There was no report of user or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of sometimes the image does not appear was not confirmed. In addition, a visual inspection found no abnormalities. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.